Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the dps hd imp tip broken at its distal portion. Broken fragment was returned for evaluation. Additionally, the overall device surface had signs of heavy usage and all product information was legible. Breakage observed can be attributed to an unintended use error, damage most likely resulting from overtightening, off-axis assembly or by uneven force applied during impaction. Proper handling and adherence to the approved use of the device can diminish the risk of failure. It is important to mention that the cracked condition reported can be confirmed as a crack propagation can lead to the breakage observed. Since all the product information is legible, this reported condition was not confirmed. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the dps hd imp tip would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the item was cracked right through the lot number (making it difficult to read the lot number). The issue was observed during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization.